Event description:
Pt reportedly tested blood glucose, using the suspect device, and obtained a result of 453 mg/dl. Pt indicated that a few mins after this result was obtained, she lost consciousness. Pt's husband summoned emergency medical services for assistance and while awaiting their arrival, treated pt with glucose gel and chocolate. Five mins later, pt's blood glucose reportedly measured 83 mg/dl on paramedics' device. No additional treatment was received. Qc testing had not been performed on pt's system. Pt noted that, prior to the hypoglycemic event, she had stored her test strip vial in a cooler which likely exposed test strips to moisture. Technical support requested the return of the suspect product and replacement product was shipped.